Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
Per a report from the legal department a 69 y/o male patient had an initial left knee replacement on (B)(6) 2014. Approximately 8 years 8 months later, the patient had a left knee revision on (B)(6) 2022. Op repot (B)(6) 2022. Postoperative diagnosis: periprosthetic osteolysis of internal prosthetic left knee joint. A compressive bulky dressing was placed. The patient was transferred in stable condition to recovery unit. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: b3, h6. MDR section codes updated/corrected: a. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 105 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear and aseptic loosening. Revision surgery operative notes were provided. Post operative diagnosis noted periprosthetic osteolysis of internal prosthetic, left knee joint. Intraoperatively the surgeon observed the femoral component to be significantly loose. A lateral defect was noted distally and posteriorly and noted by the surgeon to be consistent with preoperative radiographs. Scar tissue was observed around the tibial component. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D10: ((B)(6)) 02-012-41-3535 - logic tibia traptray cem sz 3.5f/3.5t. ((B)(6)) 02-010-01-0235 - logic femoral ps cem left sz 3.5. 200-02-35 - three peg patella 35mm.

Manufacturer narrative:
The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: b, c, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.